Event description:
As reported on (B)(6) 2014, a pt of unk age and gender presented for an evlt procedure. The procedure was successfully completed with no reports of complications or device malfunction. Upon removal of the fiber/sheath from the pt, the physician noted that they failed to remove the fiber stop spacer. This caused the tip of the fiber to be flush with the tip of the sheath. When energy was applied to the fiber, the fiber singe tip of the sheath while it was in the pt. No part of the device broke/burnt off. No part of the device was left in the pt. There was no report of permanent harm or injury to the pt due to this event. It was reported the reported device is not available for return for eval as it was disposed of by the user.

Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for eval. Without receiving the product for eval, we are unable to definitively determine a root cause for this incident. A possible contributing factor could have been operational context, the fiber stop was not removed causing the fiber and the tre-sheath to be flush. When energy was applied to the fiber, the tip of the tre-sheath was singed. A review of the lot history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. A review of the angiodynamics complaint system noted no trend for this complaint type and product family. (B)(4).